Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went into safety mode. Technical services (ts) recommended device replacement. At this time, the crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated that the crt-p was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted electrocautery burn marks across the front case of the device. The device was found to be operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery was performed, and no high current drain conditions or anomaly of the battery were noted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went into safety mode. Technical services (ts) recommended device replacement. Subsequently, this crt-p was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset and went into safety mode. Technical services (ts) recommended device replacement. At this time, the crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated that the crt-p was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases and associated resets during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted electrocautery burn marks across the front case of the device. The device was found to be operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery was performed, and no high current drain conditions or anomaly of the battery were noted.